Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported a high level of unexplained occlusion alarms. Customer assumed these were due to user error as a result of staff trapping the tubing in the case but the last few incidents there was no evidence of the tubing being trapped. Alarms are occurring after a bag change and no clamps, kinks or entrapment. A recent trial has shown an incident rate of 14% alarms occurring from the cadd solis pumps. This trial has shown unexplained alarms from the above mentioned cadd pumps which requires further investigation. Change of cadd pump during patient's treatment. No patient injury was reported.